Event description:
The facility reported a colleague infusion pump with a damaged battery. This event occurred upon power up; however, it is unknown in which care area this event occurred. The facility representative did not know if there were any reports of patient involvement and stated that there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).this information was omitted from the initial report.a service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during device evaluation. This root cause of this condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.